Manufacturer narrative:
(B)(6).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. D4-reliability laboratory technician; no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 12.5-12.7cm from the distal tip electrode, consistent with lead friction to another device. External insulation abrasions were found at 17.2-18.0cm from the connector pin and at 33.7-34.2cm, 34.8-35.4cm from the distal tip electrode, consistent with lead friction to the ICD can. The etfe coating was abraded at the 17.2-18.0cm abrasion location.

Event description:
Further information received indicated that the patient received inappropriate therapy due to oversensing. Lead fracture was observed. Lead was successfully explanted and patient was in stable condition after the surgical procedure.

Event description:
New information received notes that the lead was found to be defective.